Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 3cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The sample has been discarded by the user facility and is not available for eval. The reported complaint is not confirmed. A complaint sample is not available for mr's eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.